Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room at with shortness of breath and lower limb edema. Physicians noted that pulse generator has been past end of life (eol) and patient did not know due to dementia. During replacement procedure, the right ventricular lead exhibited impedance value lower than acceptable range. Physician capped the lead during the procedure and replaced it on (B)(6) 2019. Patient was stable post procedure and discharged.